Event description:
It was reported that the patient presented to the emergency room after being shocked. The right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.